Event description:
Pressure infusor bag is not maintaining 300mm hg pressure with the stopcock in the upright and correct position. Rn is required to pump up the bag several times per shift. Pt at risk for clotting pa and arterial line catheter. No harm to pt.